Manufacturer narrative:
The technician found the screw broken in the hex rod. The technician replaced the hex rod and screw to repair the stretcher.

Event description:
Information received indicates, the brake will engage but do not hold.